Event description:
Customer reported the a little part of the sensor keeps breaking off. Customer stated when he puts the sensor on the serter the stem will break off, leaving the sensor on the pedestal. This event occurred with four sensors that came from the same box. Customer's blood glucose was 253 mg/dl. Customer stated that the sensor was stuck in the pedestal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required, customer's complaint was towards enlite sen-serter.